Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer had ketones and she called the doctor who advised her to set the temp basal for +20%. Customer's blood glucose was 444 mg/dl. Caller was walked through changing the temp basal type, max basal, and setting the temp basal. Caller treated the customer with the pump and stated that they have a back-up plan. Caller stated that the customer's infusion set had been pulled out for an hour and she didn't know.